Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.